Event description:
On 28-apr-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump outflow is not switching from regular suction to the shaver suction when the shaver is engaged, they turn it off and back on and it would start working then it would stop again. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.